Manufacturer narrative:
H.6. Investigation summary: bd received 1 photograph from the customer in support of this complaint and 100 retained samples were sent to franklin lakes for r&d testing. Bd was able to duplicate or confirm the customer¿s indicated failure mode based on the photograph provided, however, r&d retained samples (30) test results were satisfactory. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes were deformed and top could not be removed. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: customer emailed to say the bung in some of the sst's were deformed and their roche analysers could not remove the bung only the outer overcap and it was causing probe crashes.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes were deformed and top could not be removed. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: customer emailed to say the bung in some of the sst's were deformed and their roche analysers could not remove the bung only the outer overcap and it was causing probe crashes.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.